Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement happened during the implant procedure. According to the information received the physician tried to repositioned multiple times but kept dislodging. This was confirmed by fluoroscopy. Therefore, a new lead was implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement happened during the implant procedure. According to the information received the physician tried to repositioned multiple times but kept dislodging. This was confirmed by fluoroscopy. Therefore, a new lead was implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis.